Manufacturer narrative:
A sample device was not returned for analysis. Product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There has been one other complaint reported in the lot number. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A materials manager reported that following an intraocular lens (iol) implant procedure, the patient did not like halo effect. The iol was exchanged for a different manufacturer¿s iol, in a secondary procedure approximately 6 months following the initial procedure. There was no patient harm, the surgeons prognosis was positive additional information has been requested and received.

Manufacturer narrative:
The file indicates, the use of a qualified cartridge and handpiece. The file also indicates, the use of a non-qualified viscoelastic. The product investigation could not identify, a root cause for the reported complaint. The company lens, 21.0 diopter (add power +2.2/+3.2) lens was replaced with a non-company lens. The manufacturer internal reference number is: (B)(4).